Event description:
It was reported that a malfunction alarm with code malf 9 occurred, but no notable events were identified prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Technical support assisted the customer in resetting the pump, which resolved the issue, and the customer was advised to continue using the pump and to call back if the malfunction code recurred. The customer understood and acknowledged the instructions.